Event description:
The device was attached to a patient by a responding police officer and appeared to be functioning properly. The officer indicates that the device assessed a shockable signal, but seemed slow to charge. The device announced that a shock was advised, but the officer states that the device did not deliver a shock. Upon the arrival of additional responders, they assessed a vfib waveform using a defibrillator with manual capabilities. Despite a total of eight manually induced shocks and drug therapy, the patient did not recover, and was pronounced deceased at the hospital emergency room.

Manufacturer narrative:
The device has not been received, but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.